Event description:
Patient reported "strong pain and pronounced capsular contracture" (baker grade unknown). This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient¿s legal representative reported the patient experienced, ¿pain in the chest, tension, and palpable hardness as well as a deformation of the breast and implant¿, ¿bilateral capsular fibrosis was diagnosed, possibly also due to an allergic reaction to the implants used¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d9, g1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: creases observed on the shell. Deformation observed on the shell. White calcification observed in the surface of the shell. Yellow particles observed in the surface of the shell. No further actions are required as the device was implanted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Capsular contracture confirmed as baker grade iii.

Event description:
Patient reported that they suffered fromstrong pain and pronounced capsular contracture and ¿allergic reaction to the implants¿. This record relates to the left side. The device has been explanted and replaced.